Event description:
The facility representative reported a fail code 570 during biomed testing. Details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention.